Event description:
This patient recently had had an mi myocardial infarction and was expected to die soon and so was classified dnr/dni do not resuscitate/do not intubate. In spite of this the patient was placed on a portable bedside monitor. Prior to the patient's death the monitor's alarms were suspended while a routine nursing task was carried out. The alarms did not automatically revert to the desired unsuspended state thus neither the central station nor the monitor alarmed when the patient went into terminal vf ventricular fibrillation. It turned out that this monitor had been sent to the manufacturer for repair. "Unbeknownst" to the nursing or clinical engineering staff when it was returned its default setting for alarms suspended had been changed from an institution-standard 3 minutes to the factory default "infinite" setting.